Event description:
It was reported that the user experienced persistent high blood glucose in the 300s mg/dl after a meal while using the ilet system, with the user suspecting the meal announcement was inadequate; the user replaced the flex infusion set while retaining the insulin cartridge, and no device component malfunction specific to the user interface was identified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error contributed to the event.